Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. Additional information indicated that the physician experienced removal difficulty on the lead and was fractured. No additional adverse patient effects were reported.